Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number: 1627487-2022-00325. It was reported that the patient underwent surgical intervention wherein the entire scs system was explanted as they physician stated the system was non-functional.

Manufacturer narrative:
Analysis of the returned paddle lead found it was cut during the explant procedure; however, both segments passed continuity testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged allegation.